Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was unstable angina pectoris. The first lesion treated was mid left anterior descending that was described as 23mm in length, class c, and de novo with 99% stenosis. The reference vessel was 3.5mm in diameter. The pre-timi flow was ii. As planned, the lesion was pre-dilated with two 3 x 15mm balloons at 17atm and a 3.5 x 23mm cypher rx was implanted at 13atm. Due to the stent did not fully expand, the stent was post-dilated with a 4 x 21mm balloon at 10atm. The post-timi flow was iii. The second lesion treated was proximal right coronary artery that was described as 13mm in length, class c, and de novo with 75% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 13mm cypher rx at 15atm by direct stenting. Consequently, the stent was post-dilated with a 4 x 12mm balloon at 13atm due to the stent did not fully expand. Pre-procedure cardiac enzymes were normal in range, but the troponin I was 0.16 (0.04 unl) at 6-12 hours post index procedure; and 0.2 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and additional information including ECG tracings and discharge summary was not received from the site. According to the site, there was no ae post index as per the md, but this elevation was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications included abciximab, aspirin, beta blocking agents, plavix, crestor, heparin, and zocor. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00281 and 3003742446-2012-00282.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, most recent pci in 2000, family history of coronary artery disease, hyperlipidemia, hypertension, and history of smoking greater than 30 days. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was unstable angina pectoris. The first lesion treated was mid left anterior descending that was described as 23mm in length, class c, and de novo with 99% stenosis. The reference vessel was 3.5mm in diameter. The pre-timi flow was ii. As planned, the lesion was pre-dilated with two 3 x 15mm balloons at 17atm and a 3.5 x 23mm cypher rx was implanted at 13atm. Due to the stent did not fully expand, the stent was post-dilated with a 4 x 21mm balloon at 10atm. The post-timi flow was iii. The second lesion treated was proximal right coronary artery that was described as 13mm in length, class c, and de novo with 75% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 13mm cypher rx at 15atm by direct stenting. Consequently, the stent was post-dilated with a 4 x 12mm balloon at 13atm due to the stent did not fully expand. Pre-procedure cardiac enzymes were normal in range, but the troponin I was 0.16 (0.04 unl) at 6-12 hours post index procedure; and 0.2 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and additional information including ECG tracings and discharge summary was not received from the site. According to the site, there was no ae post index as per the md, but this elevation was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094586 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00281 and 3003742446-2012-00282.